Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a laparoscopic sacrocolpopexy, vaginal repair, and cystoscopy procedure performed on (B)(6) 2016. Post-procedure, the patient experienced complications and nonsurgical treatment(s). Patient symptoms include: vaginal pain, pelvic pain, groin pain, offensive vaginal discharge, difficult bowel movement, and recurrent incontinence. Nonsurgical treatments: on (B)(6) 2018, the patient commenced pain medication, which was panadol and was taken when required. The patient was also treated with topical treatment including oestrogen cream.

Manufacturer narrative:
Block a1: (B)(6). Block e1: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). Block h6: patient code e2330 captures the reportable event of pain (vaginal pain, pelvic pain, groin pain). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; groin pain; off vag dis; diff bowel; incont not pres; rec incont. Nonsurgical treatments: on (B)(6) 2018 the patient commenced pain medication: panadol for the treatment of: pain. Treatment duration: when required. The patient was treated with topical treatment (including oestrogen cream).